Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed cutter insertion test. It was determined that this was due to the bearings being worn out/damaged and loose and creating a situation where the cutter is not able to be inserted. It was determined that this condition was due to the bearings being no longer in axial alignment and not allowing the cutter to pass through. It was further determined that the failure was caused by worn out/damaged bearings due to corrosion. The cause of this condition was determined to be due to immersion during cleaning. The assignable root cause was determined to be due to improper cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the short attachment device was heating up. It was reported that there was no delay in the procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.